Manufacturer narrative:
Based on the provided data, a general reagent issue can be excluded. The ft4 results were within the reference range. The differences of the ft4 values generated with the different types of analyzers are caused by differences of the setups of the assays, the antibodies used and differences of the standardization materials and procedures used. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable thyroid results from a cobas 8000 e 801 module compared a wako accuraseed and an architect. Data that is a reportable malfunction for elecsys tsh assay, elecsys ft3 iii, elecsys ft4 iii assay, and elecsys ft4 ii assay for 1 patient was provided. This medwatch will cover ft4 iii. For information tsh, ft3 iii, and ft4 ii refer to the medwatch with patient identifier's (B)(6) respectively. There was no allegation of an adverse event. The serial number for the cobas e801 used by the customer is (B)(4). The serial number for the cobas e801 used at the investigation site is (B)(4). The tsh reagent lot used on this instrument is 365417 with an expiration date of feb-2020. The ft4 ii reagent lot used on this instrument is 341695 with an expiration date of sep-2019. The ft4 iii reagent lot used on this instrument is 380330 with an expiration date of dec-2019. The ft3 iii reagent lot used on this instrument is 348359 with an expiration date of oct-2019.